Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: DHR review completed in (B)(4) on jan 09, 2020; part: sd800.433, lot: 23p5302, manufacturing site: (B)(4), release to warehouse date: october 25, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a skull repair surgery, doctor noted the peek implant did not completely match the patient's skull defect, the size did not match. Some margins: there was gap with the defect skull, the surgeon needed to extract autogenous bone to supplement. Some margins: larger than the defect skull and the surgeon needed to grind down. The surgery delayed about 2 hours. The patient is stable now. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. The investigation was performed by product development (pd). Refer to pi attachment. Design review an investigation was conducted into the device design to determine if the design contributed or caused the event. The CT scan information of this case was shared with depuy synthes r&d on the 11.10.2019 (see item 9 ¿timing¿ within pi attachment . The CT scan met the requirements specified in the CT/cbct scan protocol to continue with the implant design. The skull of this case showed a defect on the right patient side. The design for the implant was created according to the relevant work instruction for psi design. The implant was designed with a standard thickness of 4 mm and an offset from the psi to the defect of 0.2 mm. The implant design file (.cly) was converted to a cnc-compatible file format (.igs). The manufacturing file (.igs) shows a different outline compared the initial implant design (.cly). The outer contour of the implant (.igs) in some area is smaller (<1mm) compared to the .cly design file. The functional check device file (.stl) equals the .cly file as it should per procedure. Upon receipt of this complaint information, a further retrospective review of this case was performed, using mimics (v17) to review the design files (stl format) in conjunction with the original dicom (CT) data set. No interference of either the .cly, the .igs, or the .stl implant design files with the bone could be detected. Approximately two 4.6mm pieces of bone were indicated for removal on the patients¿ right side (inferior defect border on the temporal bone) to provide a better transition from the psi to the skull. The resected pieces had been colorized in red on the approval letter and highlighted as ¿suggested area of resection¿ (see figure 1 within pi attachment ¿(B)(4) pd complaint investigation_cs_signed¿). This boney anomaly may have contributed or caused the described event. The approval document (plm windchill document number 500358224) was created with a disclaimer for adolescent patients calling out the following information: ¿attention, be aware that an adolescent patient will grow whereas the psi will not! Appropriate follow-up is therefore essential.¿ review of the case file ¿patient specific implant design review checklist¿ (plm windchill document number 500358225) for this implant showed that the implant was reviewed and approved by an independent reviewer according to the relevant work instruction for psi design. Conclusion the complaint was not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history part: sd800.433, lot: 23p5302, manufacturing site: mezzovico, release to warehouse date: 25 october 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the surgery was successfully completed, however, the surgeon re-processed the implant because the size did not fit very well as it may be a possible risk in the future.